Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned for analysis and primary analysis revealed the actual longevity is < 80% of 99.9% longevity limit.

Event description:
It was reported that there was high threshold. The lead was capped and replaced. It was further reported that the device was explanted due to elective replacement indicator. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.